Manufacturer narrative:
Updated to 'health professional'. The returned cable was evaluated. During this testing the unit was found to be non-functional. No measurements were possible with this cable. The issue was most likely due to frayed or damaged wires inside the connector or bend relief area. A customer complaint history review was performed and no adverse trends were observed for this reported issue.

Event description:
It was reported that the cable either does not work when a spo2 sensor is attached to it or might give intermittent readings if the cable is jiggled. No patient involvement.

Manufacturer narrative:
The products have been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.